Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. This is a report of a use error, where the caregiver requested assistance repriming the patient line while the patient was connected, indicating that the patient had connected to an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted a technical service representative (tsr) regarding assistance to re-prime the patient line. The patient was connected at the time of the event. The tsr reviewed proper procedures with the caregiver (cg) and advised the cg to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.